Event description:
Event was reported to caldera medical by an attorney. Patient suffered mental and physical pain and suffering, sustained permanent injury, further corrective surgery, suffered financial or economic loss, impaired physical relations, mesh erosion and dyspareunia. No further information has been provided.